Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported the patient presented with a three to four day history of fatigue and chills. It was also reported the patient developed an infection and the blood cultures grew (B)(6). The patient was discharged home on intravenous antibiotics and while at home developed a progressive erythematous rash. The patient was re-admitted and discharged on oral antibiotics. Following, the patient was re-admitted and the implantable cardioverter defibrillator system was removed due to persistent positive blood cultures and echocardiographic evidence of lead vegetation. No further patient complications have been reported as a result of this event.